Manufacturer narrative:
Concomitant medical products: 6935m62 lead, implanted: (B)(6) 2018; dtma1qq ICD, implanted: (B)(6)2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed a pocket infection post-upgrade with inflammation around the incision. Serratia was cultured from the pocket and antibiotic treatment was necessary. The device and leads were explanted and several weeks later were replaced. No further patient complications have been reported as a result of this event.